Event description:
My son was using a new shoulderflex massager (this version was purchased at a (B)(6)) and his arm got caught in the rotating device. He has a 6 inch scar now on his arm where the "fingers" tore off skin. He was able to pull the plug before more severe damage was done. I had to manually reverse the bar to extract his arm. Had he not unplugged the device I'm certain he could have had his arm broken. I'm submitting this after seeing reports of death and injury caused by the king version of the device.